Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer mini 1-2 which was rubbing on side panel of drawer. A field service engineer, adjusted the panel and drawer opened. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es fridge has failed to stay close and unable to get the medications. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.